Event description:
Philips received a complaint on intellivue x3 patient monitor indicating that all of the x3 devices in the or were reporting a high blood pressure diastolic number reading on the first reading. The device was in clinical use. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips technical consultant (tc) was dispatched onsite to further investigate the issue. The tc followed the non-invasive blood pressure (nbp) calibration and verification, per the service manual. The device passed all calibration and verification procedures for nbp. The tc ran the device through a series of nbp measurements using the test simulator. The findings were reviewed with the customer biomedical engineer (biomed), who agreed that the unit was functioning as expected, and the work order was subsequently closed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.